Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia and laparoscopic adhesiolysis. He had revision surgery 8 months post-surgery. The patient underwent a open repair recurrent ventral left lower quadrant hernia with mesh and open ventral hernia repair, primary right mid abdominal hernia. The patient underwent another revision surgery 2 years and 7 months. The patient underwent a exploratory laparotomy, extensive lysis of adhesions and resection of two enterocutaneous fistulae with creation of small bowel to small bowel anastomosis, excision of infected abdominal wall, incisional hernia repair and complex closure of the abdominal wall. The patient experienced pain, seroma, adhesions, infection, hernia recurrence and fistula.